Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 192 mg/dl. The customer stated that the top of the reservoir is broken and would not stay in place. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off, reservoir does not stay locked in. The insulin pump was received missing reservoir tube o-ring, cracked battery tube threads and minor scratches on lcd window.